Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there is an issue with the plates. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the philips mrx defibrillator indicating that there was an issue with the device's paddles. There was no reported patient involvement. A philips field service engineer confirmed and replaced the device's paddle repl. Kit water resistant and the device was successfully returned to service. The device remains at the customer's site. No further action is warranted at this time.